Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "lamp error e105 and optical filter error e110" was caused by an illumination lamp error and optical filter failure occurred due to a failure of the power supply unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center was showing a lamp error e-105 on the monitor display. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.